Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "patient that two deflated tissue expanders.¿ device remains implanted. Left side.

Event description:
Healthcare professional reported left side "patient that two deflated tissue expanders.¿ device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on radius and yellow particles in the shell. Leak test and microscopic analysis was performed which identified: striated opening and broken on radius. The leak test is not performed because the shell is broken, based on the device analysis the final assessment is: striated opening and broken assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "patient that two deflated tissue expanders.¿ device remains implanted. Left side.

Manufacturer narrative:
Additional, changed, and/or corrected data:a.6, b.5, d.6b, h.3, h.6.

Event description:
Device was explanted.